Event description:
It was reported that upon insertion into the right femoral artery, the 8f naviflex introducer sheath was difficult to advance. The interventional procedure was successfully completed, however, the physician reported difficulty removing the naviflex sheath from the right femoral artery. While removing the naviflex sheath, the outer polyethylene material began to separate in what appeared to be a twisting motion. A pta balloon catheter was inserted into the left femoral artery and was used to assist in removal of the naviflex sheath by pushing. The coil braiding of the naviflex sheath appeared to stretch, however, held the pieces of the polyethylene material together. Femoral angiograms of the right and left iliac/femorals were performed which revealed no lacerations or dissections on either side. Following the procedure, the physician stated that there was significant disease in the iliacs. The pt is reported to be recovering and was discharged the same day.